Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that the patient was in the hospital due to congestive heart failure and it was found out that this left ventricular (lv) lead was dislodged. The physician tried to reposition this lead but it was unsuccessful so it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was intact and undamaged. Passed continuity and pressure tests and has no visible signs of damage or defect which would lead to dislodgement.